Event description:
During an emergent c/s physician went to clamp vessel bleed. Triangle tip of pennington clamp broke off of instrument. Immediately retrieved triangle tip by physician. X-ray confirmed no metal retained. No harm to patient.